Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that allegedly, "pt underwent primary left total knee arthroplasty on (B)(6), 2008 and was revised on (B)(6), 2008 due to alleged pain."